Event description:
It was reported that an 80 year old male patient was admitted for treatment due to grade 2 hypertension extremely high risk. On (B)(6) 2026, medical staff used a disposable sterile foley catheter to catheterize the patient and discovered that the balloon of the disposable sterile catheter had ruptured, causing the catheter to slip out. The medical staff immediately replaced it with a new disposable sterile catheter to continue catheterizing the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.